Manufacturer narrative:
The model # was not provided.the tests strips were returned to qa but were not evaluated because they were expired.

Event description:
A contour next ez kit was opened by a bayer heatlhcare employee at the (B)(6) branch and discovered an opened cap on the sample bottle of strips. The kit was sealed, already expired and not in the hands of the customer. No adverse events were alleged.